Event description:
It was reported to philips that the system does not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system didn¿t boot up. Review of the system log file showed that, suite pc was in intermediate state, but it was turned on after the last complete shutdown of the system and cutting off the power from the electrical panel didn¿t solve the issue as the suite pc was still powered by the ups in the m cabinet. Upon troubleshooting, fse found that the monitor was stuck at the philips logo screen; acquisition monitor was not showing up the images; touch screen module (tsm) was not configured too. To resolve this issue, fse opened the m cabinet, saw the suite pc led to be green showing power is present to system. So fse switched off or hard restart the system by pressing the button for a long time and then rebooted the system. After that, the system was returned to use in good working order. The codes were updated based on investigation summary.